Event description:
The customer reported that while performing fluoroscopic x-ray, the system made a popping sound and the image went black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the battery, performed filament calibration, checked, cleaned and greased the high voltage cable and performed a functional check of the system. The system was tested and found to be working as intended and put back in service.